Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. UDI: unavailable.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint. Asr revision. Type of hip replacement product: unknown. Hip(s) to be revised: unknown. Reason(s) for revision: unknown. Update: date of revision, hospital and products from (B)(6) update spreadsheet dated 21 dec 2011. Update: added side hip to be revised, type of product and revision reason. Received: february 27th 2013. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: pain.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint asr revision. Type of hip replacement product: unknown hip(s) to be revised: unknown reason(s) for revision: unknown. Update: date of revision, hospital and products from (B)(4) update spreadsheet dated (B)(4) 2011.update: added side hip to be revised, type of product and revision reason. Received: (B)(4) 2013. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.